Event description:
It was reported that while conducting the final measurements of a device using the mobile programmer application, the electrograms (egm) displayed dotted lines. Sensing and impedance tests were carried out successfully. During the threshold, a message was displayed indicating that connection to header was lost. Threshold testing was completed by moving closer to the patient however auto decrement did not occur as expected . No patient complications have been reported as a result of this event.

Manufacturer narrative:
The device was not returned for evaluation however a review of data /images was carried out. Analysis confirmed connectivity issues medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.